Event description:
It was reported that the customer was having an undefined touch screen issue. There was no adverse impact to customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.